Event description:
It was reported that a midwife from (B)(6) to advise on shoulder/neck injury while lifting a (B)(6) woman's legs onto the stirrups on the 4701 maternity bed. The bed was found to be working to specification.